Event description:
The needle of the outback catheter would not retract after the initial test deployment. The product was being prepped. The catheters were flushed according to procedure. The info for use was followed; however the needle would not retract. The needle deployed easily without difficulty. There were no damages to the prod. The event occurred during prep; therefore, there was no injury to the pt.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2008-00580 and 9616099-2008-00581. This prod is not available for analysis. Add'l info will be provided within 30 days of receipt.